Manufacturer narrative:
(B)(4).

Event description:
New information received notes that isolation defect at the proximal part of the ra lead was seen. There were 763 ams episodes due to lead noise stored on the device. The lead was capped and replaced without any complications. Patient was in good condition.

Event description:
It was reported that during a follow up, the atrial lead exhibited noise which resulted in auto mode switch episodes. The electrical values were tested and found to be within the normal range. No intervention was performed and the lead remained implanted. The patient was in good condition.